Event description:
The customer contacted stryker to report that their device failed to show the patient's ECG rhythm with defibrillation electrodes. As a result, defibrillation therapy may have been delayed or unavailable, if needed. The patient involved in the reported event is deceased.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information was not provided were intentionally left blank. Stryker evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device failed to show the patient's ECG rhythm with defibrillation electrodes. As a result, defibrillation therapy may have been delayed or unavailable, if needed. The patient involved in the reported event is deceased.

Manufacturer narrative:
Corrected data: h1 type of reportable event of supplemental report #1 indicates: malfunction. H1 type of reportable event of supplemental report #1 should have indicated: death.

Manufacturer narrative:
Stryker performed a clinical review of the reported event and determined that the device may have contributed to the patient's outcome as ECG was unobtainable for the entire use of the device and the user was unable to provide defibrillation therapy, if needed.

Event description:
The customer contacted stryker to report that their device failed to show the patient's ECG rhythm with defibrillation electrodes. As a result, defibrillation therapy may have been delayed or unavailable, if needed. The patient involved in the reported event is deceased.